Event description:
A customer reported a "new sensor starting up" message upon scanning the freestyle libre sensor on the 11th day of wear. As a result, customer was unable to monitor glucose via sensor scan and obtained a glucose reading of 30 mg/dl on a competitor brand meter. The customer experienced seizure, however, was able to regain composure and self-treat with glucan. Third-party intervention was not required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "new sensor starting up" message upon scanning the freestyle libre sensor on the 11th day of wear. As a result, customer was unable to monitor glucose via sensor scan and obtained a glucose reading of 30 mg/dl on a competitor brand meter. The customer experienced seizure, however, was able to regain composure and self-treat with glucan. Third-party intervention was not required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 19). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed and no issues were observed. An extended investigation has also been performed on the returned puck and no issues were observed. The battery was measured and the results were within specification. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.